Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse visited the customer site and confirmed the power equipment malfunction. To resolve the issue, fse replaced the cmos battery. After replacement, the device was returned to use, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was defective cmos battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a power equipment malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.